Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 160mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error followed by an intermittent buttons due to corroded keypad traces. The device was unable to prime during the prime test as a result of a loose/flush motor support disk. The insulin pump was received with scratched display window.